Event description:
It was reported that the pt underwent an open, single defect, ventral hernia repair procedure in 2008. During this procedure the surgical mesh and drains were placed. The same day post-op the pt developed a seroma. The drains placed during the procedure were removed the following month. An ultrasound guided drainage of the seroma with an 8 french drainage catheter was performed. Serosanguineous fluid was removed with no complication. The pt was then seen again in the same month and the dr again performed an ultrasound guided drainage of the seroma with an 8 french drainage catheter. Serous fluid was removed with no complication. The dr has indicated that the event was not prod related but was procedure related.

Manufacturer narrative:
Date sent to FDA: 07/18/2008. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. The surgeon has indicated that this event was not prod related but was procedure related. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.